Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blood glucose issue. The customer's blood glucose was 140mg/dl at the time of call. Trouble shooting was performed and found customer went on a power walk and suspended the device. His sensor glucose dropped to 55mg/dl. Customer checked his blood glucose and the reading was low but does not recall number. Customer treated the low with juice. Customer was uses auto mode and was automatically delivering insulin at the time of low blood glucose event. Customer stated drops came out from the end of the infusion set before connecting at their site. Advise to monitor the insulin pump and contact healthcare professional for the blood glucose guidance. The insulin pump will not be returned for analysis.